Event description:
Boston scientific received information that during an implant procedure the physician stated that this right ventricular (rv) lead had high placement difficulty as the lead became stuck in the patient's valve. The rv lead was unable to be removed from the valve and inadvertently abandoned in the patient and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.